Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. A medtronic representative went to the site to test the equipment. The mobile view station (mvs) would not power on automatically, the medtronic representative had to push button on computer directly. Replaced mvs cmos battery. Restored bios settings. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement and restored settings. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A biomed site representative reported that when booting the mobile view station (mvs) the imaging system appears to initially turn on and he can hear fans going, but then the system will beep once and shut down and the system on light turns off. He noted that when he turns the system in the off position the system on light blinks as in the normal shut down process. There was no patient present when this issue was identified.